Event description:
It was reported that the patient experienced pleuritic pain and dyspnea and chest discomfort approximately two weeks post implant of the right atrial (ra) lead. Pericardial effusion was confirmed on echocardiogram, with pericarditis seen on the electrocardiogram (ECG). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: ddmb1d4 ICD concomitant medical product: product ID: 09300074 lead. If information is provided in the future, a supplemental report will be issued.